Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that the patient¿s pump was replaced on (B)(6) 2016. The patient was doing fine and saline was placed in the pump. Pump was to be sent back to manufacturer.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 13.129mg/day at a concentration of 40mg/ml of hydromorphone via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that a low battery reset alarm occurred and the pump was in safe state. This was confirmed by telemetry and the pump logs. The hcp reports that the reset occurred on (B)(6) 2016. Patient had the symptoms of diarrhea, chills, and withdrawal. The patient was said to be hurting. Patient went to the emergency room (ER) due to withdrawal. Patient recently had ankle surgery and was being treated for pain related to that as well. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that the pump was replaced last night. Saline was put in the new pump and through the catheter. As far as the rep knew, the patient was doing fine.

Manufacturer narrative:
Other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016. Describe event or problem: updated to reflect information received on 2017-jan-17. (B)(4) added to incorporate information involving catheter received on 2017-jan-17. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on 2017-jan-17. It was reported that the cause of the low battery reset was unknown. Additional event information was reported. On (B)(6) 2016, the patient¿s pump was refilled and interrogated. It was first noted that the patient¿s pump was set to give a continuous dose of 13.129 mg/day with a patient administered dose of 0.45 mg with a total dose if all boluses were used of 14.892 mg/day at 4 doses/day, but appeared to show the minimum rate of 0.25 mg/day upon interrogation. The residual medication was removed. The expected residual volume was 15.1 ml, and the actual residual volume was 15 ml. The patient was out of their ankle cast following their surgery on (B)(6) 2016. The patient¿s ankle was swollen but the patient had an x-ray and had the cast removed. The patient reported that the worst of their pain was in the ankle and hip. When the pump was interrogated, it showed that ¿pump in safe state¿ and ¿reset occurred¿. The pump had changed from continuous rate to minimum rate and it appeared that the patient used their personal therapy manager (ptm) on (B)(6) 2016 at 16:49 and then ¿reset occurred¿, ¿low battery¿, and ¿pump in safe state¿. The patient had heard the pump alarm for some time following this event and went to the ER on (B)(6) 2016 when they were told they were in withdrawals. The patient reported diarrhea, nausea, and chills. No previous sign of malfunction until the premature low battery. The pump eri showed 12 months. The pump was refilled with 20 ml of hydromorphone and was restarted. The patient was scheduled for a pump dye study. Symptoms reported included back pain going down the right lower extremity, right hip pain, right ankle pain, and right foot pain. Patient rated their pain as 8/9 out of 10. The patient was diagnosed with radiculopathy in the lumbar region and low back pain. During a review of systems, it was shown that the patient had high blood pressure, anxiety, and depression. Hydromorphone 4 mg tablet to be taken 1 four times a day was prescribed. On (B)(6) 2016, the patient again reported that they were experiencing right leg pain. They stated their medications were not effective, so 8 mg tablets of hydromorphone, taken 1 four times a day, and 10 mg tablets of oxycodone, taken 1 twice daily, were prescribed. On (B)(6) 2016, the patient reported continued leg pain at 6 out of 10 on the pain level. As a result, 30 mg tablets of oxycodone, taken 1 four times a day, and 4 mg tablets of hydromorphone, 1 four times a day, were prescribed. The patient¿s medical history included hypertension, thyroidectomy, right ankle repair x3, and pain pump placement. The patient¿s concomitant medications included 10 mg oxycodone tablet, 1 twice daily; 10 mg oxycodone hcl, 1 four times a day; 10 mg baclofen, 1 orally twice a day; 300 mg neurontin, 1 orally in the morning, 1 in the evening, and 1 at bedtime; 4 mg hydromorphone, 1 four times a day; 8 mg hydromorphone, 1 four times a day;30 mg oxycodone, 1 four times a day; 30 mg cymbalta, 1 daily; golytely solution 236-22.74-6.74 gram, 1 daily; 25 mg hydrochlorothiazide, 1 daily; 200 mcg levothyroxine, 1 daily; 10 mg lotensin, 1 daily; 20 mg pepcid, 1 twice daily; 50 mg promethazine as needed; 8.6 mg senna as needed; lunesta, at bedtime as needed for sleep. The original source document contained information that was unrelated to this event and was omitted. (B)(4): information was received from a healthcare provider regarding a patient who was receiving 40.0 mg/ml of hydromorphone at 0.250 mg/day via an implantable pump for non-malignant pain and chronic low-back pain. On 2017-jan-17, it was reported that during a catheter dye study on (B)(6) 2016, the hcp was unable to aspirate through the catheter. It was concluded that the catheter was not functioning properly and that some mechanical complication of the catheter, possibly an obstruction or disconnection of catheters, had occurred. The catheter was visualized through fluoroscopy. The patient¿s diagnosis included chronic pain syndrome, radiculopathy of the lumbar region and low back pain. The patient was prescribed with 30 mg of oxycodone, 1 four times a day.

Manufacturer narrative:
Updated to incorporate information received on 2016-dec-20. Updated to incorporate current device UDI. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2016-dec-20. It was reported that the account facility had disposed of the pump and it had not been found at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.